Manufacturer narrative:
Complaint no: (B)(4). This is the same patient as in (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain and diarrhea. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment details were not reported. Action taken with dianeal and extraneal therapies was not reported. At the time of this report, the patient had recovered. No additional information is available.